Event description:
Pt was having an open ventral hernia repair utilizing mesh and the davol salute fixation system. The sales rep for the device was present at the procedure to ensure that the new product was used correctly. The fixation q rings did not fire appropriately. Therefore, the pt had to have the entire procedure repeated. Total or time increased by 2 hrs. The sales rep stated that the cause of the occurrence was due to the fact that the serial number of the instrument handle did not match the serial number of the shaft. The or staff, nor the surgeon was notified of this prior to the procedure.